Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient medication not displayed on profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medication was not showing up. A technical support specialist (tss) dialed into the station, ran down query and the messages were current, and no critical notices were shown in health site viewer. Then the tss reported that the sample patient was unable to locate in patient encounter system and ran the patient cast to validate the same validate and reconfirmed the patient's name with the customer and the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.